Event description:
It was reported to boston scientific corporation in 2008, that a hydratome rx sphincterotome was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed on the same day. According to the complainant, the cutting wire did not respond to any handle manipulations. Procedure completed with another of the same hydratome rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "stable".

Manufacturer narrative:
According to the complainant, the suspect device has been disposed and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined.